Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded an abrupt increase in atrial pacing impedances from normal values to high, out of range measurements. An automatic safety switch from bipolar to unipolar occurred. There was also a signal artifact monitoring (sam) episode the day before that was overlapped with a long atrial tachy response (atr) episode. Furthermore, the patient is in chronic atrial fibrillation and there was intermittent under sensing and additional atrial pacing during the atr. The plan was to program the system to ventricular pacing and sensing. As the pacemaker battery is close to normal depletion, removing the ra sensing would improve battery life. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.